Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during the investigation, a review of the black box verified the pump¿s time and date reset to default after a power reset. The time and date reset to default was duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad. The top of the battery cap was damaged/stripped.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment with unexplained power resets in the black box history. This report is made based on the results of the investigation completed 23-feb-2018.